Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was additive gel smeared up the inside tube wall, fibrin clots, and defective stopper molding in 10 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photograph for investigation. Evaluation of the photograph indicated that the stopper had been molded incorrectly. Gel smearing and fibrin were not observed in the attached photograph. A total of 100 retained samples were visually inspected, and no additive abnormalities, gel defects, or incorrectly molded stoppers were found. Complaints for sample quality were not under statistical control for the month of october 2025; additional testing was performed. Factors that may contribute to fibrin/gel smearing were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue: there were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer's indicated failure modes, gel smearing and fibrin because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect. This complaint has not been confirmed for gel smearing and fibrin. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was additive gel smeared up the inside tube wall, fibrin clots, and defective stopper molding in 10 devices. No adverse impact was reported regarding the patient or user.